Event description:
The product was used during a face lift. Reportedly, the suture broke. The surgeon applied another suture to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
11/1/96- supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.